Event description:
It was reported the device displayed an out of box failure, device alarming -cassette not attached properly. Reattach cassette- when latch is in open position. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label all intact. The customer stated problem was not confirmed. Unable to duplicate customer reported problem. Problem was found in the event history log. Replaced dso (downstream occlusion sensor) for preventive measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label all intact. The customer stated problem was not confirmed. Unable to duplicate customer reported problem. Problem was found in the event history log. Replaced dso (downstream occlusion sensor) for preventive measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device displayed an out of box failure, device alarming -cassette not attached properly. Reattach cassette- when latch is in open position. No patient injury was reported.